Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of low blood glucose test results. Expected non-fasting blood glucose test result range is 215 to 240 mg/dl. Customer observed symptoms of sweats and shakiness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Blood glucose test performed non-fasting with test result of 113mg/dl. Customer went to doctor's for check-up and performed blood glucose test with result of 144mg/dl. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 253 mg/dl and 233 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected non-fasting blood glucose test result range is 215 to 240 mg/dl. Customer observed symptoms of sweats and shakiness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Blood glucose test performed non-fasting with test result of 113mg/dl. Customer went to doctor's for check-up and performed blood glucose test with result of 144mg/dl. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 253 mg/dl and 233 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 247mg/dl (B)(6) 2015 fasting:no; 215mg/dl (B)(6) 2015 fasting:yes; 250mg/dl (B)(6) 2015 fasting:no; 276mg/dl (B)(6) 2015 fasting:no; 113mg/dl (B)(6) 2015 fasting:no. Adverse event not reported.